Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that he was admitted to the hospital on (B) (6) 2010 with ketoacidosis. The pt stated that he reviewed the history of the infusion device with his diabetes educator and the device was delivering incorrect basal rates. He stated that the bolus history listed boluses that he had not programmed. He stated the extra boluses were listed 5 minutes after the initial bolus was programmed by the pt. He also stated there were boluses missing from the device history. The pt's diabetes educator stated the pt developed ketoacidosis from incorrectly using the infusion device. The diabetes educator refused to provide additional info. No further info is available. The infusion device was requested to be returned for eval.